Manufacturer narrative:
H.6. Investigation: bd was provided with a photo of the issue for evaluation. Our quality engineer reviewed the provided photo and observed that the country of manufacturing was wrong. Both packages should have stated made in mexico. Based off the provided photo, the engineer was able to verify the reported defect. It was determined that this was a packaging issue. An investigation, CAPA#1874212, has been opened by the manufacturing facility to correct this issue. The packaging DHR for lot 0164202 has been reviewed. One related qn was found for incorrect country of origin. Situation analysis was performed as a result of the qn and a CAPA was initiated.

Event description:
It was reported that introducer introsyte-n 1.9f 1.9cm had incorrect label information. The following information was provided by the initial reporter: "product delivered mentions made in mexico but in our system it says made in USA (also on boxes).".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that introducer introsyte-n 1.9f 1.9cm had incorrect label information. The following information was provided by the initial reporter: "product delivered mentions made in mexico but in our system it says made in USA (also on boxes)."